Event description:
A surgeon reported that a patient who underwent bilateral lasik experienced bubbles traveling through the canal into the stromal bed during flap creation in both eyes. There was an area on each flap that could not be lifted. The excimer treatment was delivered. At the one day post-op exam, the patient reported bilateral irritation superiorly, and halos. An epithelial defect was noted superiorly in each eye. There was no unplanned medical or surgical intervention and the event has resolved. This report concerns the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).